Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four days later, the patient subsequently developed high peak airway pressures and bleeding; on the patient's bronch was found to have macerated tissue in the airway and had to have another trach changed.